Event description:
It was reported that a patient presented with a pacemaker that lost capability to do remote transmissions. Since the patient was dependent, the pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. Electrical, mechanical, and longevity analysis was normal with no anomalies found.